Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for a malignant stricture that was blocking the common ble duct. The stricture location was distal, low and approximately 4 cm in size. The stricture was not predilated and the patient anatomy was not tortuous. During the procedure, an attempt was made to deploy the stent and resistance was encountered. During this attempt, the inner catheter experienced a "crack/tear" and stent could not be deployed, nor could it be reconstrained. When the stent was removed from the patient, it was found to be 25% deployed; partially deployed. During testing outside the patient, the stent still could not be deployed. There was no visible damage or issues noted to the device prior to use. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for a malignant stricture that was blocking the common ble duct. The stricture location was distal, low and approximately 4 cm in size. The stricture was not predilated and the patient anatomy was not tortuous. During the procedure, an attempt was made to deploy the stent and resistance was encountered. During this attempt, the inner catheter experienced a "crack/tear" and stent could not be deployed, nor could it be reconstrained. When the stent was removed from the patient, it was found to be 25% deployed; partially deployed. During testing outside the patient, the stent still could not be deployed. There was no visible damage or issues noted to the device prior to use. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for a malignant stricture that was blocking the common bile duct. The stricture location was distal, low and approximately 4 cm in size. The stricture was not predilated and the patient anatomy was not tortuous. During the procedure, an attempt was made to deploy the stent and resistance was encountered. During this attempt, the inner catheter experienced a "crack/tear" and stent could not be deployed, nor could it be reconstrained. When the stent was removed from the patient, it was found to be 25% deployed; partially deployed. During testing outside the patient, the stent still could not be deployed. There was no visible damage or issues noted to the device prior to use. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 30mm. The inner shaft was exiting the guidewire access port. An attempt made to reconstrain the partially deployed stent failed. An attempt to retract the outer sheath to compete stent deployment resulted in the inner shaft further exiting the guidewire access port. The shaft of the device was dissected proximal to the mounted stent. The stent was deployed distally. Examination of the deployed stent found no anomalies. There was no issue in the movement of the outer sheath after dissection. Examination of the inner shaft noted that it was severely kinked where it had exited the guidewire access port. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent deployment issue (partial deployment). (B)(4) for the reported issue of inner catheter experienced a "crack/tear". The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.